Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The manufacturer's technical services (ts) the reported issue. The customer was provided with part number and availability of the air & oxygen flow sensor assembly the customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported flow accuracy test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.